Event description:
It was reported that this pacemaker was found to be in safety mode. The device had difficulty being interrogated by the communicator. The patient experienced a syncopal event and loss of capture (loc) was noted. Subsequently this pacemaker was explanted and replaced. This pacemaker has been received for analysis. No additional adverse patient effects were reported.